Manufacturer narrative:
G.3 in initial emdr-01003 was inadvertently left blank, the correct date for g.3 in emdr-1003 is 07/may/2021. Device evaluation: visual analysis of the returned device identified: linear openings, fold creases, wear abrasion, yellow biological tissue in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two linear smooth opening on anterior and posterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two crease smooth openings assessed as fold flaw opening.

Event description:
Healthcare professional right side deflation. Device have been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.